Event description:
Caller reported a safe-t-pro lancet didn't retract after the device had been used on a patient and an employee was stuck. Caller has the device and doesn't see the needle protruding from the end of the device. The employee was being evaluated by employee health, but there were no reports of medical treatment or serious injury. A request was made for the return of the lancet device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.